Event description:
It was reported the pt lost weight and is experiencing discomfort at the ipg site. Subsequently, surgical intervention took place on (B)(6) 2014 to relocate the ipg pocket which resolved the issue. However, the pt was diagnosed with a hematoma at the ipg site a few days after the procedure. The pt was given medication and the hematoma has been improving.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.